Event description:
The account alleged the brake casters and brake steer caster do not hold while in brake mode. No pt impact.

Manufacturer narrative:
The account replaced all brake casters and brake steer caster to resolve the issue.